Event description:
It was reported that the customer had a no deliver alarm and blood glucose level on the insulin pump. The customer's blood glucose level was 330 mg/dl. The customer was advised the no delivery may be due to an occlusion. Troubleshooting was performed and advised to rotate site. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.